Event description:
It was reported that in june 2013, the patient had his lead retracted by 5 mm due to a lack of therapy. One lead was 5 mm deeper than the other, so the retraction was done. The therapy response on that side was ¿not great¿, despite the reposition. Elevated impedances were noted since the retraction, which ranged from 3035 ohms (can and electrode 8) to 4644 ohms (electrodes 8 and 10). It was reviewed that they were elevated but not necessarily an open circuit and the patient may continue to get therapy. The physician had not seen any side effects with electrodes 8 and 10 but elicitations of side effects had not been done. The physician had tried using electrodes 11 and 10, but the patient did not have therapy with these. The physician was now using electrode 9. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v855467, implanted: (B)(6) 2012, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v855467, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).